Manufacturer narrative:
This report does not constitute an admission that surgify medical or its employees caused or contributed to the event. If any further information becomes known that could change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
During a biportal spine endoscopy the burr broke/disassembled. The exact cutting time was not timed, but according to the initial reporter, it did not exceed 5 minutes. The burr did not come into contact with metal. Continuous saline irrigation was maintained throughout the procedure. All fragments were retrieved from the patient. No harm was caused to the patient.